Event description:
Per oos, "device removed because of pocket infections. Hospital will hold the device for 1 month." Biotronik will call the hospital after the month is up and see if the device can be returned for analysis. Also removed: lumax 340 dr-t, MDR 1028232-2007-0286. Linox sd 65/18 MDR 1028232-2007-0287.